Event description:
It has been reported to philips that the system could not start up prior to use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not start up. Upon functional testing, the fse found that the host pc was not responding due to an operating system (os) disk failure. To resolve this issue, the fse reinstalled the os and app in host pc and rebooted the system bootup. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.